Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited unstable impedance values and non-capture episodes. A lead fracture was suspected. The physician planned a lead revision procedure to abandon and replace the lead. No patient complications have been reported as a result of this event.